Event description:
It was reported that before inserting the prostar xl device in the anatomy, it was noted that the prostar xl sutures were visible too early. The device was not used and there was no patient involvement. There was no clinically significant delay in the intended procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that before use in the patient, the prostar xl sutures were visible too early. The device was not used and there was no patient involvement. Another prostar xl device was used in a transcatheter aortic valve implantation procedure using pre-close technique and hemostasis was successfully achieved. Subsequent returned device analysis, however,revealed blood in and on the device. Although it was reported that there was no patient involvement, blood in the device suggests the device was used in the patient anatomy. A device in this condition would not have achieved hemostasis. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The device was returned with blood in and on the device. The needles and sutures were returned in pre-deployed position. The handle had been unlocked. The green coiled suture lumen had been detached and not returned. There were no other abnormal observations noted to the system. The detached suture lumen left the suture exposed, thus the reported complaint is confirmed. The noted blood inside the device and the unlocked handle suggests the device was used in the anatomy. Based on a visual, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.